Event description:
It was reported that the tip of the needle broke off in the patient's left shoulder during a rotator cuff repair with subacromial bursitis and ac arthrosis. Surgeon elected to perform a double row repair. An x-ray was taken and it revealed the tip of the needle remained in the shoulder. The patient has been notified by surgeon that additional surgery would be required to remove tip of the needle. Dos (B)(6) 2012, revision to remove needle tip was done on (B)(6) 2012.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Evaluation of the device showed a buckled needle and a broken needle point. Broken needle point was also returned. The most likely cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.